Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, cross-talk was observed when the leads were connected to the device. No patient symptoms were reported. Programming changes were recommended. Device remains implanted.